Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned for evaluation.

Event description:
Per biomed, the probe is showing "snow" on the image.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe is showing "snow" on the image was confirmed; the probe displays a snow/rain like image. The root cause of the reported failure was identified as a probe failure. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
Per biomed, the probe is showing "snow" on the image.